Event description:
It was reported the patient's scs ipg was replaced because the device was non-functional. A company representative attempted to communicate with the patient's ipg but it would no longer communicate with external devices. Postoperative, stimulation therapy was restored and the patient reported feeling well.